Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience lack of pain relief and a reservoir volume higher than expected in the pump was observed. The pump was refilled and the patient was given a fentanyl patch to use if the pain increased. On (B)(6) 2016, the patient used the fentanyl patch and began to experience lethargic and sleepy. The patient called the doctor and was told to remove the patch. The patient later recovered from the symptoms. On (B)(4) 2016, it was further reported that the pump was explanted on (B)(6) 2016 as the patient began to experience symptoms that may be related to withdrawal and the physician suspected a pump malfunction. It was noted that the patient was involved in a fall.